Event description:
It was reported that the right ventricular lead exhibited noise. During the lead revision procedure, the lead was noted to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4). Final analysis found intermittent shorting due to the inner coil fractured at 4.6 cm from the connector pin.